Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory also indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alert. It was found that the alert triggered due to high/undefined rv coil and superior vena cava (svc) coil impedances on the right ventricular (rv) lead. The detection and audible alerts were turned off. The rv lead remains in use and the patient is to schedule for revision procedure. No patient complications have been reported as a result of this event.